Event description:
It was reported that impedance testing performed during a trial implant procedure found high impedances of ¿greater than 10,000 ohms¿ for ¿eight electrodes, including the second lead.¿ the patient¿s two leads were then tested without the extension and were found to have ¿normal¿ impedance values. The leads were then reconnected to the extension and the impedances measured once again. Upon reconnecting the system, impedance testing found ¿normal¿ values and so ¿the trial was completed.¿ however, during post-operative adjustments, the impedance values were measured once again and were again found to be greater than 10,000 ohms for all eight electrodes. As a result, the patient¿s extension was surgically replaced the day after initial report. Prior to replacement, the impedance values were measured once more and it was found that ¿only one electrode indicated a normal impedance value.¿ during both the implant and replacement of the extension, it was noted the leads and extension ¿were not strongly twisted.¿ after the replacement procedure, it was reported there were ¿no abnormalities¿ in impedance measurements. There were ¿no problems regarding electrical stimulation¿ and ¿no abnormalities in impedance values¿ as of the day after replacement. It was noted the extension had been initially left in the patient and was scheduled to be removed on (B)(6) 2014. The patient¿s physician noted the extension remained implanted because the explant ¿could have caused dislodgement of the other lead.¿ it was later reported that removing the extension ¿while retaining its shape¿ presented a ¿risk that the non-sterilized part of the unit could have been exposed inside the patient¿s body¿ so the physician removed the device by ¿cutting the extension¿ and removing the rest. There were no health hazards to the patient as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 355531, serial# unknown, product type: screening device. (B)(4).